Manufacturer narrative:
The device has not been returned to stryker service for further evaluation. A conclusive root cause of the reported issue could not be determined. The device remains with the customer.

Event description:
The customer contacted stryker to report that their device would not deliver shock during testing. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device would not deliver shock during testing. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Device will be returned for further evaluation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.